Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding implant fracture o a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with the rio from the reported event could not be completed because the robot serial number was not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding fractured implants. There were no other similar reported events for the listed catalog number. -conclusion: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned.

Event description:
This pi is for the robot. It was reported through a medwatch (mw5084428) ¿procedure: robotic-assisted right total knee arthroplasty. Intra-op note indicates implant broke: insert tib knee triathlon x3 plstc cruc retain st sz 7 11mm ? Sref (B)(4). Manufacturer: stryker instruments. Action: implanted and explanted. Description: implant broke.¿

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot. It was reported through a medwatch (mw5084428) ¿procedure: robotic-assisted right total knee arthroplasty. Intra-op note indicates implant broke: insert tib knee triathlon x3 plstc cruc retain st sz 7 11mm? Sref (B)(4). Manufacturer: stryker instruments. Action: implanted and explanted. Description: implant broke¿.